Event description:
Caller states patient tested 2.3 inr, 4.5 inr or 5.5 inr, and 3.2 inr on the coaguchek xs system. No treatment information provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Reporter alleged obtaining a result of 259 mg/dl on the advantage system compared back to back with a result of 130 mg/dl on the lab system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.